Event description:
It was reported by service report that the scale did not show accurate weight readings, and there was a loose connection on the foot right load cell. It is unknown if there was patient involvement or adverse consequences to report.

Manufacturer narrative:
Result: faulty foot right load cell with a loose connection caused the scale to give inaccurate readings.